Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At the right side the hearing performance is affected and at the first fitting session end of (B)(6) 2017 in situ measurements showed 2 electrodes with high impedance. Re-implantation is considered. Family reports no incident of accident or trauma.

Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
Patient was implanted bilaterally within the same surgery in (B)(6) 2017. The left ear is working fine and child is progressing well. At the right side the hearing performance is affected and at the first fitting session end of(B)(6)2017 in situ measurements showed 2 electrodes with high impedance. In (B)(6) 2017 in situ testing showed 7-10 electrodes with high impedance. Latest in situ measurements in (B)(6) 2017 was indicative of a device malfunction. Family reports no incident of accident or trauma. Re-implantation is considered. The patient was re-implanted on (B)(6) 2017. It was stated in the device explantation report that the active electrode lead was severed during removal surgery.